Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pace impedance measurements greater than 2,000 ohms. A different lead was successfully implanted. Return of the lead is not expected as it was damaged during explant and disposed of by the healthcare facility. No additional adverse patient effects were reported.